Event description:
A vcare large uterine manipulator malfunctioned during use. The balloon wouldn't stay inflated. The device was removed from the field and replaced with a working device. The procedure was completed as planned and no harm came to the patient. The device was given to clinical engineering and will be returned to the manufacturer for failure analysis.